Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of the report, the patient was not recovered from the event. The same day as event onset, physioneal and extraneal therapies were discontinued. It was reported the patient was to be changed to hemodialysis therapy due the peritonitis event. No additional information is available.